Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 2944, FDA patient problem code(s): 2645.

Event description:
It was reported that prior to use black foreign matter was discovered in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: customer found black colored foreign material inside tube.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. In addition franklin lakes received the physical sample, performed an ftir (fourier-transform infrared spectroscopy) analysis and confirmed foreign matter (clot activator material) was in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use black foreign matter was discovered in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: customer found black colored foreign material inside tube.